Event description:
Pt reports she had an essure placed on (B)(6) 2013. Immediately after implant she experienced severe pain. The pain was right sided. "It felt like something was digging into me." This caused pt a lot of discomfort and affected her ability to exercise and to work. Pt also experienced abdominal cramping and bloating. On the (B)(6) 2013, she was advised by physician the only way to explant is through surgery. Device was explanted surgically on (B)(6) 2013 leaving her with two scars. Pt wants essure taken off the market.